Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on posterior and delamination of the valve. Leak test and microscopic analysis was performed which identified: delamination total of the valve, striated opening on posterior and creases flat. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a striated opening on posterior assessed as surgical damage.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.